Event description:
This is a spontaneous case report received from a regulatory authority (case number FDA-2014-n-0736-1649) in united states on 27-oct-2015, identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. It refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed. Consumer stated that she had essure done after she had her twins. From the moment she got it, she had very different symptoms than she had ever experienced in her life. She just thought it was because she had twins and was trying to get back to normal life. She eventually started bleeding and could not stop. She had to have a hysterectomy at 35 because the bleeding did not stop. She bled constantly for 6 months straight with extreme pain, bloating and weight gain. Not to mention the depression from the symptoms and trying to find a doctor who would believed her and actually help her. She had to take birth control, get an iud, nothing helped. Headaches, back pain, cramping, fatigue, muscle spasms, as well as broken teeth. And constant pain. Immediately after her hysterectomy she felt better. The feeling of inflammation was gone and the bleeding stopped. She is still struggling with some of the side effects like the weight gain and broken teeth. She is so thankful it is out of her body and she tells everybody about the dangers of it. The product technical complaint investigation results which ptc number is (B)(4) was received on 17-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and eventually started bleeding and could not stop. She had to have a hysterectomy at (B)(6) due to non-stop bleeding. Immediately after her hysterectomy she felt better and the bleeding stopped (positive dechallenge). This event, seen as genital bleeding, is serious due to medical importance and required intervention and listed in the reference safety information for essure. Genital bleeding may occur during essure use. Considering its nature and the positive temporal relationship and dechallenge, causality with suspect insert cannot be excluded and since an intervention was required (hysterectomy) this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs